Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2009. It was an in-office visit without general anesthesia. She was never given an identification card with information on it regarding the coils that were implanted so she did not have serial or lot number or anything. In 2009 hsg (hysterosalpingogram) was performed and showed one coil in place but not working. The location of the other coil could not fully be determined. Another hsg was done in 2009 with basically the same results. She had to choose a different method of birth control after she'd gone through the insertion of essure. Abdominal pain was abundant but tests revealed no cause. She had abdominal ultrasound and CT scan. In 2010 an endoscopy was performed. Later that year she developed extreme fatigue, joint pain, muscle weakness and pain, swollen feet, swollen ankles, dry eyes, dry mouth, and a recurring eye rash. Her life ended as she knew it and most days she couldn't drag herself off the couch for all the pain she was in and the crushing fatigue she felt. She was unable to care for her children. Unable to work/volunteer/participate in any of the activities she was used to doing. Prior to the essure insertion she was very healthy, very active person. In 2011 she saw a rheumatologist. She had been bleeding rectally for a couple months so had a colonoscopy that revealed internal hemorrhoids. It seemed her entire body was inflamed. She started plaquenil for treatment of the autoimmune disease sjogren's. In 2012 she had another endoscopy for severe acid symptoms. The only abnormality in any of those tests and procedures was a slightly elevated ana and her internal hemorrhoids. Otherwise, her blood work and test revealed that she was the picture of health, but she was not. In 2014 her back-up birth control was removed so a third and final hsg test was done to determine the position of the essure after 5 years. One coil was still in place, but still not working. The other coil was embedded in her uterus. On (B)(6) 2014 she underwent a hysterectomy as that was the only safe way to remove the essure implants from her body. Nine weeks post operation her symptoms were 90 percent resolved. She was weaning off the sjögren's meds to see how she do. All of her abdominal pain/discomfort from the essure was resolved and most of her sjogren's symptoms were resolved. No further information was provided. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and 5 years after essure insertion a final hsg test was performed and the result showed one coil was still in place, but still not working (device ineffective) and the other coil was embedded in her uterus (split in embedded device and partial expulsion of device). She also experienced abundant abdominal pain, extreme fatigue/crushing fatigue, joint pain, muscle pain. She started plaquenil for treatment of the autoimmune disease sjogren's. The event other coil was embedded in her uterus (considered as embedded device) and abundant abdominal pain were considered serious due to medical importance and are listed for essure according to the reference safety information. The remaining events are also serious (since it was reported that she was unable to work/volunteer/participate in any of the activities she was used to doing) and are unlisted events. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of device embedded was not known. It was reported that after essure removal, she recovered from abdominal pain/discomfort (dechallenge positive). Based on the information received, a causal relationship with essure therapy and the reported events cannot be excluded. With regards the event autoimmune disease sjogren's, given its nature, a causal relationship with suspect insert can be excluded. This case was regarded as incident since the consumer underwent hysterectomy and essure were removed. Other non-serious events were added. The technical analysis concluded unconfirmed quality defect. Further information (perforation questionnaire) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 28-jan-2015: no new information was obtained despite follow-up attempts. No further details from the reporter are expected for this case report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and 5 years after essure insertion a final hsg test was performed and the result showed one coil was still in place, but still not working (device ineffective) and the other coil was embedded in her uterus (split in embedded device and partial expulsion of device). She also experienced abundant abdominal pain, extreme fatigue/crushing fatigue, joint pain, muscle pain. She started plaquenil for treatment of the autoimmune disease sjogren's. The event other coil was embedded in her uterus (considered as embedded device) and abundant abdominal pain were considered serious due to medical importance and are listed for essure according to the reference safety information. The remaining events are also serious (since it was reported that she was unable to work/volunteer/participate in any of the activities she was used to doing) and are unlisted events. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of device embedded was not known. It was reported that after essure removal, she recovered from abdominal pain/discomfort (dechallenge positive). Based on the information received, a causal relationship with essure therapy and the reported events cannot be excluded. With regards the event autoimmune disease sjogren's, given its nature, a causal relationship with suspect insert can be excluded. This case was regarded as incident since the consumer underwent hysterectomy and essure were removed. Other non-serious events were added. The technical analysis concluded unconfirmed quality defect. Further information is not expected.